Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on aug 19, 2021 with lot number 2511694. Visual analysis of the returned device identified: fold creases, broken shell, underweight, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell with striated edge on anterior side assessed as surgical damage. Based on the device analysis the final assessment is a broken shell with striated edge assessed as surgical damage, and a missing shell that is assessed as inconclusive.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii".

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii". Device remains implanted.